Event description:
In 2007, groshong port placed at the hospital. This was removed in 2008. Approximately, at about 3 months later, at another hospital, it was discovered at this previous port site there was a small retainer hub attached to port that was reported accidently left behind; it was removed with no sign of infection. This was not noticed to be retained at time of removal in 2008 at the initial hospital.